Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise with inappropriate shocks were noted. Review of images noted externalized conductors. Lead was capped and replaced.